Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe chronic pelvic pain"), device dislocation ("a scan of the pelvis showed no essure in the pelvis. No evidence of essure device were observed. / failure to occlude (close) fallopian tube(s)"), cholecystectomy ("gallbladder removal") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no: 20214172 , 654823) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pancreatitis. Concurrent conditions included chronic cholecystitis. On (B)(6) 2010, the patient had essure inserted. In february 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In march 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), pruritus ("itching"), rash ("rashes") and fatigue ("fatigue") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy in 2013). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, device dislocation, cholecystectomy, genital haemorrhage, back pain, pruritus, rash, fatigue, dysmenorrhoea and dyspareunia outcome was unknown and the abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, back pain, cholecystectomy, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pruritus, rash and vaginal haemorrhage to be related to essure. The reporter commented: on or about september 2009, the plaintiff underwent the essure procedure. She presented for an hsg test on or about on (B)(6) 2010. A scan of the pelvis showed no essure in the pelvis. No evidence of essure device were observed. Plaintiff had unsuccessful attempt of essure placement on (B)(6) 2009, told may not be placed. On (B)(6) 2010, she underwent essure procedure again. The hsg test on (B)(6) 2010 showed bilateral occlusion of the fallopian tubes. Sometime after the essure insertion, she began experiencing severe chronic pelvic, abdominal and back pain, itching, rashes, fatigue, and heavy bleeding, which continued until 2013 when she underwent a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): cholangiogram: on (B)(6) 2012: grossly normal-appearing gallbladder with no evidence of filling defects and free flow into the duodenum. Pancreatic duct was not visualized.. Hysterosalpingogram: on (B)(6) 2010: results: showed bilateral occlusion of fallopian tubes. Ultrasound pelvis: on (B)(6) 2010: results: showed no essure in the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain. Batch number: 20214172, expiration date: 2009-09, manufacture date: 2012-09. Batch number: 654823, expiration date: 2009-07, manufacture date: 2012-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-nov-2018: quality safety evaluation of product technical complaint. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe chronic pelvic pain"), device dislocation ("a scan of the pelvis showed no essure in the pelvis. No evidence of essure device were observed. / failure to occlude (close) fallopian tube(s)"), cholecystectomy ("gallbladder removal") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (batch no. 20214172 , 654823) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pancreatitis. Concurrent conditions included chronic cholecystitis. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), cholecystectomy (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), pruritus ("itching"), rash ("rashes") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy in 2013). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, device dislocation, cholecystectomy, genital haemorrhage, back pain, pruritus, rash, fatigue, dysmenorrhoea and dyspareunia outcome was unknown and the abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, back pain, cholecystectomy, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pruritus, rash and vaginal haemorrhage to be related to essure. The reporter commented: on or about (B)(6) 2009, the plaintiff underwent the essure procedure. She presented for an hsg test on or about (B)(6) 2010. A scan of the pelvis showed no essure in the pelvis. No evidence of essure device were observed. Plaintiff had unsuccessful attempt of essure placement on (B)(6) 2009- told may not be placed. On (B)(6) 2010, she underwent essure procedure again. The hsg test on (B)(6) 2010 showed bilateral occlusion of the fallopian tubes. Sometime after the essure insertion, she began experiencing severe chronic pelvic, abdominal and back pain, itching, rashes, fatigue, and heavy bleeding, which continued until 2013 when she underwent a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: showed bilateral occlusion of fallopian tubes ultrasound pelvis - on (B)(6) 2010: showed no essure in the pelvis procedures/imaging: laparoscopic cholecystectomy with intraoperative cholangiogram on (B)(6) 2012 showed grossly normal-appearing gallbladder. Intraoperative cholangiogram with no evidence of filling defects and free flow into the duodenum. Pancreatic duct was not visualized. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, most recent follow-up information incorporated above includes: on 6-nov-2018: pfs received. Reporters information added. Lot number added. Events abnormal bleeding (vaginal,menorrhagia),dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), gallbladder removal were added. Outcome of events updated. Concomitant disease were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("a scan of the pelvis showed no essure in the pelvis. No evidence of essure device were observed."), pelvic pain ("severe chronic pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2010, the patient had essure inserted again. On na unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), pruritus ("itching"), rash ("rashes") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy in 2013). Essure was removed in 2013. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, abdominal pain, back pain, pruritus, rash and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, fatigue, genital haemorrhage, pelvic pain, pruritus and rash to be related to essure. The reporter commented: on or about (B)(6) 2009, the plaintiff underwent the essure procedure. She presented for an hsg test on or about (B)(6) 2010. A scan of the pelvis showed no essure in the pelvis. No evidence of essure device were observed. On (B)(6) 2010, she underwent essure procedure again. The hsg test on (B)(6) 2010 showed bilateral occlusion of the fallopian tubes. Sometime after the essure insertion, she began experiencing severe chronic pelvic, abdominal and back pain, itching, rashes, fatigue, and heavy bleeding, which continued until 2013 when she underwent a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: showed bilateral occlusion of fallopian tubes ultrasound pelvis - on (B)(6) 2010: showed no essure in the pelvis. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.